Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 the patient was hospitalized for chest pain. A 3.25 x 23 mm xience xpedition stent was implanted to treat the 100% stenosis in the proximal left anterior descending (lad) coronary artery. The patient was discharged on (B)(6) 2014. On (B)(6) 2018 the patient was re-hospitalized for chest pain and coronary angiography showed 80% re-stenosis in the proximal lad. It was not confirmed that the patient was complaint with dual antiplatelet therapy after the initial procedure. A non-abbott cutting balloon device was used to treat the re-stenosis. The event was deemed likely related to the deployed stent. The patient was reported to be in good condition post procedure. No additional information was provided.